Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm 19 was verified. In addition, no failure was identified related to the reported high blood glucose level issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 270 mg/dl, due to the customer recently eating. A correction bolus was delivered to address the high bg. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.